Event description:
The customer reported that the system displayed a control panel error. This error is generated when the system cannot communicate with the c-arm control panels and will cause the system to immediately shut down. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The control panel processor pcb was replaced. The system was then found to be operating as intended.